Event description:
Inogen g4 oxygen concentrator new software update. Recently received an upgrade from inogen. Attempted to load new software and couldn't get it to download. Called inogen and they tried to talk me through download, but they couldn't get it to download. They were going to have someone call me but never happened. Called back 8 days later and inogen agent to me that my last name was in their system incorrectly and check back in a couple days, since it may take a couple days to correct my info? Today 3/20/2024) I took my g4 out to where the internet switch is and got it to download but when I tried to connect (pair with bluetooth) it wouldn't down load. Really need the app on your phone. It tells you that the oxygen is working properly, liters per minute changes (1/2/3 l per minute, how many hours the unit has run and other important info. If you get a chance there are a bunch of unhappy people that had the same problem as me (on inogen app site) under comments. Inogen says that you can use the machine to do all of this stuff but I don't know how to utilize that method, as there are few buttons on the unit. There is a potential for problems if this software issue isn't resolved. I have an iphone 11.1 am don't now if it's an iphone problem (bluetooth iphone issue) or the software. My bets on the software, from all of the complaints from inogen customers on the inogen app site.